Event description:
The customer reported observing fluid beneath a reagent probe of a unicel dxc 600 pro synchron system while the instrument was calibrating glucose reagent. The customer also reported finding a loose fitting that connected tubing to the reagent probe. The customer tightened the fitting; leaking from the probe's wash collar was still observed. The leak was contained to the instrument. The operator was wearing a lab coat and gloves. There were no reports of direct contact with the leak or of injury in connection with the leak. There were no erroneous results generated as a result of the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse observed deionized water leaking from a probe's wash collar assembly. The fse removed the wash collar waste valve and found debris inside. The fse replaced the wash collar vacuum valve and realigned the reagent probe to resolve the leak. (B)(4).